Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 2 of 2024 for the sapien 3 and sapien 3 ultra valve. Multiple events were identified to have occurred more than 1-year post-procedure. The events are as follows: readmission (valve related) serious injury event 396 days post implant of a 23mm sapien 3 ultra valve for an 87-year-old female.

Manufacturer narrative:
During the review of the thv/tvt registry data, the event was found to have occurred outside of 12 months from the implant date. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve is 00690103201338.valve related re-admission in the follow-up period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the pre-existing disease process and may result in heart failure. Causes of heart failure can be multi-factorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non-functioning leaflet. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. It was not possible to obtain additional details regarding this event as it was received from thv/tvt registry which does not provide identifiable information. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, and h10 has been added. The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 2 of 2024 for the sapien 3 and sapien 3 ultra valve. This event was identified to have occurred more than 1-year post-index procedure. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. It is possible that the reported event is an anticipated risk of the transcatheter heart valve procedure, however given the limited information available further assessment of this adverse event is not possible at this time. Valve related readmissions may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early or late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The available information does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.